Event description:
It was reported that the bd luer-lok syringe had a scale marking issue. The following information was provided by the initial reporter: "complaint from pamela youde nethersole eastern hospital. The customer complained about unclear volume indicator on the syringe."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Three samples and two photos of 1ml luer-lok syringes (p/n ¿ 309628) were received and evaluated. All samples were received loose with the scale markings partially missing on the barrel, and both photos show 3 loose syringes with the condition as described above. A device history record review was completed for provided lot number 9136653 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. However, the syringes from batch #9136653 have been expired since 04/30/2024. Bd does not make claims of the efficacy of expired product. No corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.